Event description:
The manufacturer received information from a patient that a trilogy evo ventilator had a "ventilator inoperative" alarm occur when attempting to install the device to the patient. The philips sales representative replaced the device for the patient. There was no patient involvement, and no harm or injury reported. The device was returned to the manufacturer's service center when the ventilator inoperative alarm was duplicated during an operational check. Occurrence of error code e-155 was confirmed indicating the machine flow sensor drift above the specification. The service center reported that restoration work was performed as corrective action for the event. After the restoration, the error code e-155 no longer occurred. As a preventative measure, the flow sensor was replaced to prevent recurrence as a precautionary measure. The silver frame around the power button was missing. The vanity cover assembly was replaced to address this issue.

Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.